Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that the uvc leaks just below the hub where the catheter is joined. The uvc was placed on (B)(6) 2011 and removed on (B)(6) 2011. The customer states that the uvc was replaced with another uvc and the patient status is fine.